Event description:
While recovering in endoscopy suite post bronchoscopy pt complained of increasing shortness of breath; noted to have bilateral expiratory wheezes by auscultation. Wheezes not resolved after 0.5cc albuterol w/ unit dose atrovent via hand held nebulizer. Pt admitted overnight for 23 hr observation. Discharged in the morning w/ no complaints.